Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high pacing threshold measurements. The lead was repositioned, but then the helix would no longer extend. After several attempts, the helix finally extended and the lead measurements were appropriate. However, when the lead was connected to the device, noise was observed on the atrial channel. The device was removed and the lead was tested again on the pacing system analyzer (psa), where no capture was present at maximum outputs and the pacing impedance was high, out-of-range at greater than 3,000 ohms. A different lead of the same model was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high pacing threshold measurements. The lead was repositioned, but then the helix would no longer extend. After several attempts, the helix finally extended and the lead measurements were appropriate. However, when the lead was connected to the device, noise was observed on the atrial channel. The device was removed and the lead was tested again on the pacing system analyzer (psa), where no capture was present at maximum outputs and the pacing impedance was high, out-of-range at greater than 3,000 ohms. A different lead of the same model was used to complete the procedure. No adverse patient effects were reported.